Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a syringe size error and damage. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Device evaluation: the tamper seals both were removed. Damaged left plunger case and broken screw boss inside the plunger head. Top case cracked by the front left bottom corner, missing seal (lining) on bottom case. Visible contamination. Non-OEM power cord identified. Syringe plunger not in place error found in event history log several times. Visual inspection, power up and self-test - performed mf testing procedure. Left plunger case was damaged as there was a broken screw boss and missing plunger head case screws. To resolve the issue, the left plunger case and all the plastic parts inside were replaced. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a review was not performed. Service history review identified this device has not been in for service previously.